Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient got an infusion set alarm while she delivers her bolus. The patient also reported that the got twisted and she was able to straighten it out. No further information available.